Event description:
During a follow-up visit, the surgeon noted that the post operative x-ray showed that 2 inferior screws were fractured. The plate construct was sound. It is unclear in the x-ray as to whether or not fusion had occurred. If fusion does not occur in a timely manner, the fatigue stresses on the implant structure may exceed the implant material strength limits. The screws and plate were explanted 2003 and returned to the MFR for review.